Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2020. The unspecified skin reaction was under the sensor and the patient also had hives on the feet on the second and third day after sensor insertion in the arm. Although the patient saw a diabetes nurse and dermatologist for the skin reaction, no other symptom or treatment details were provided. No additional patient or event information is available.